Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/4/2016 with the following findings: investigation found the device to have a dim discolored display with a red hue around the letters on the screen. This confirmed the original complaint.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.